Event description:
Ous MDR - after an implantation time of about 21 months, it was reported that the ICD could not be interrogated. No deterioration of the pt's state of health was reported. The ICD and the lead were explanted. There was no reason given for why the lead was explanted and the implant date was not provided for this lead.

Manufacturer narrative:
Ous MDR.